Event description:
It was reported that cartridge alarm 20 occurred during pump use and had not been previously reported for this pump. There was no adverse impact to the customer¿s blood glucose level. Customer support guided caller through loading new cartridge using proper technique, and caller successfully loaded cartridge and resumed insulin therapy, with no device return planned and no additional outcome details available.